Manufacturer narrative:
Device evaluation was completed on 9/30/2020. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the pebax surface. Object that caused the damage was unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. This issue is highly detetctable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
Hold for at 1.25it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax surface. Initially it was reported that a high force reading "hi" was seen with the ablation catheter part way through the procedure. A new cable was connected. The issue was not resolved. A new catheter was connected and the issue resolved. They reported that the carto 3 system was performing to specifications and the catheter was the cause of the issue. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for analysis and observed reddish material in the pebax sleeve. No internal parts exposed. A scanning electron microscope (sem) analysis was then performed on 9/23/2020 and showed evidence of mechanical damage and a hole on the pebax surface. The object that caused the damage was unknown. No other anomalies were observed. The lab finding of the hole on the pebax surface was assessed as MDR reportable. The awareness date for this lab finding is 9/23/2020.